Manufacturer narrative:
On january 08, 2020, during preventive maintenance, the autopulse platform (sn (B)(4)) failed the load cell characterization test, load cell module 1 was over reporting. The root cause of the defective load cell module 1 and cracked front enclosure were likely attributed to mishandling such as a drop. Upon visual inspection, observed a cracked front enclosure, likely due to user mishandling. The front enclosure was replaced to address these issues. The initial functional testing of the autopulse platform passed without any fault or error. However, the load cell characterization test revealed that load cell module 1 was out of specification. The defective load cell module 1 was replaced to remedy the issue. After service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
On january 08, 2021, during preventive maintenance, the autopulse platform (serial #(B)(4)) failed the load cell characterization test. No patient involvement.